Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 2atm. The device was removed from the patient's body without any problem. The procedure was completed with another of the same device. No complications reported and patient was good post procedure.